Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel as found condition: the pipeline flex braid and marksman catheter were returned inside a bio-hazard bag, and shipping box. The pushwire was not returned. Damage location details: the braid's distal and proximal ends were found to be opened and frayed. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal and proximal ends were found to be opened and frayed. The cause of failure to open could not be determined. Possible causes for the failure to open could include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer indicated that the vessel tortuosity was moderate, and the pipeline flex braid was not positioned in the vessel bend, which rules these factors out as potential causes. It is possible that a damaged braid may contributed to the failure to open. Braid damage can result from resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire or deploying/re-sheathing the braid against resistance. Additionally, the catheter was found to be damaged. The observed damage to the catheter (accordioning) suggests that a high force was likely used. This damage may have resulted from the customer's attempts to advance or retrieve the pipeline flex through the catheter against resistance. However, the cause of the resistance could not be determined. Possible resistance causes include vessel tortuosity and a lack of the continuous flush with heparinized saline during delivery. However, the customer indicated that vessel tortuosity was moderate, and a continuous flush was used, which rules these out as potential causes. The cause of the resistance could not be determined. Since the pushwire was not returned, any contribution of the pushwire to the resistance issue could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance and failure to open was determined to be related to vascular tortuosity. There had been resistance in the distal segment of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There were no damages to the pipeline pushwire or catheter. The pipeline did not open in the distal end. The pipeline had not been placed in a vessel bend when it failed to open. Resheathing was attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent could not be opened and finally it got stuck in the catheter and could not be opened and deployed. The surgeon tried many times but still failed. Finally gave up the operation and would do it again later. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured left c5 aneurysm with a max diameter of 20 mm and a 5 mm neck diameter. The landing zone was 4.2 mm distally and 5.0 mm proximally. The access vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level met the standard. Angiographic result post procedure was surgery was not performed.